Manufacturer narrative:
"The t:slim x2 g5 pump user guide states that the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with slightly over 300 units of cold insulin. The customer¿s blood glucose level was 166 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.